Event description:
When pouring 0.9% sodium chloride irrigation on the back table, rn noted the inside of the bottle rim had 2 areas that were brown in color. The irrigation and the container it was poured into were removed from the field. The remainder of the stock was visually inspected and exact lot numbers were removed. Manufacture: baxter. Ndc 0338-0048-03. 0.9% sodium chloride irrigation. Lot# g174732. Exp 2027-11.